Event description:
Information received from study site indicates "knee manipulation under anesthesia."

Manufacturer narrative:
Reported event: an event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event a mua cannot be confirmed as there was no documentation of the procedure or other clinical notes to that effect. Root cause: a root cause cannot be determined as the event cannot be confirmed. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient underwent knee manipulation under anesthesia. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, serial x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5510f601 triathlon cr fem comp #6 l-cem lot hrr9b. 5550-g-360 triathlon symmetric x3 patella lot y1x6. 5521-b-600 tri ts baseplate size 6 lot d9v9ha. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from study site indicates "knee manipulation under anesthesia."